Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) was a ¿piece of garbage,¿ and was going to be ex planted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.